Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 4 stuck when it was opening and closing. The field service engineer had tested the main drawer 4, which was stuck when about halfway open or closed and examined the rails and slides, checked tensions, and found no visible obstructions or debris on the slides, nor any exposed bearing cage. The fse replaced the drawer slides to resolve the issue, and escort tested the repaired drawer by opening and closing them. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es that the full height drawer 4 stuck when it was opening and closing. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.